Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that noise was noted on the ventricular channel. Upon review, myopotential oversensing was determined to be the cause of the observed noise. The implantable cardioverter defibrillator was believed to be the cause of the anomaly. Programming changes were made. The patient was stable throughout.